Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Event description:
Boston scientific received information that this patient called patient services to explain that he had a syncopal episode and his heart was fluttering so he called an ambulance.